Manufacturer narrative:
H3: product analysis #800405974:part # 6630904;lot # im16k001 visual and optical examination revealed the portion of the driver¿s tip that interfaces with the screw is stripped. The edges have been rolled over and deformed. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a product identified during an event. It was reported that drivers were stripped. No patient symptoms were reported. No further complications were reported/anticipated. (B)(6) 2023 e1 (rep): product came in contact with patient, procedure was c3-5 acdf corpectomy.